Event description:
It was reported that during a port placement procedure, the device allegedly had a failure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue isp implantable port was received for evaluation. Microscopic visual, gross and functional testing were performed. Multiple puncture access was observed on the port septum. A split was noted on the center area of the port septum. The port was patent to both infusion and aspiration without issue. Therefore, the investigation is confirmed for the identified material split issue. However, the investigation is unconfirmed for the reported limited information as the specific failure like port septum split was identified and confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.